Event description:
Procedure type: inguinal hernia repair. According to the reporter: a piece of the metal pin fell off of the port. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4)